Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farastar gen 2 connection cable presented an issue. During preparation, the box was completely sealed, when opened catheter cable box it was noticed sterile packaging was open, thus not sterile. The device was disposed and replaced with a new one to complete the procedure. There were no patient complications.